Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. The model represented in this report is a representative of possible models involved. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: comparative chronic valve and venous effects of lumenless versus stylet-delivered pacing leads in patients with and without congenital heart. Pace pacing and clinical electrophysiology. 2015;38(11):1343-1350. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead fractures and ¿displacements.¿ the status of the leads is unknown. No patient complications have been reported as a result of this event.